Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that an occlusion alarm occurred. During troubleshooting with tandem technical support, the malfunction and occlusion alarms were cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level was around 200 mg/dl.